Event description:
It was reported that the clip applier was misaligned. Add'l info received reported that clips came out of the device crossed, bent, not symmetrically closed or uniform as intended by the MFR. Instead of the clips being clamped closed, the distal ends crossed. The device was used on a pt during a laparoscopic cholecystectomy. The malformed clips were removed from the pt and a new device was used for the remained of the case. There was no apparent pt injury.

Manufacturer narrative:
During device investigation two clips were fired and both clips met all visual insp criteria for proper pinch and alignment. One clip was noted to be in the device jaw upon receipt. This clip was improperly formed. The ends were not aligned and there was a large gap present.